Event description:
It was reported that when the non-dependent patient presented for follow-up, data showed two measurements, 4 months apart, of high, out of range pacing lead impedance. All other pacing lead impedance measurements were in-range and stable. The lead remains implanted and will be monitored. The patient is doing fine.